Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer stated that display was blank currently and after inserting the new battery the display was not returned on the screen. Customer also stated that contact of battery are neither damaged nor corroded. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.